Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 48 mg/dl. Low bg cause was not known. Customer consumed glucose tablets and peanut butter crackers to address bg. Customer declined troubleshooting with tandem technical support and declined to provide further information. Recommendation was made to consult with a healthcare provider to discuss diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.